Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion located at the moderately tortuous and moderately calcified right coronary artery. A 10/3.50 flextome¿ cutting balloon¿ was selected to be use. During procedure, the device was unable to cross the lesion. When crossing inside the guiding catheter, a slight resistance was felt. Then, it was tried to perform dilatation outside the patient's body, but it was unable to expand and the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.